Event description:
The customer reported being in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 489mg/dl, and she was treated with an insulin drip. The customer experienced vomiting, nausea, and was confused. Troubleshooting could not be performed as customer did not feel well to troubleshoot. Then the customer called requesting assistance with setting up her bolus wizard. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.